Manufacturer narrative:
The reported events were ¿diaphragm stimulation¿ and high capture threshold. As received, a complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported a patient's left ventricular lead presented with diaphragm stimulation and high capture thresholds during an implant procedure on (B)(6), 2023. The lead was not used and replaced within the same operation. Post-procedure there were no patient consequences.